Event description:
There was extravasation of fluid at the base of the port-a-cath tubing where the juncture was in place against the port. The locking hub was in place and appeared to be in appropriate position. Port-a-cath removed and replaced.